Event description:
It was reported that stent damage occurred. The target lesion was located in the highly calcified mid right coronary artery. A 24 x 4.50 rebel bms stent was advanced but failed to cross the lesion. When the stent was taken out to do some ballooning, it was noted that a stent strut was lifted. A 20 x 4.50 rebel bms stent was advanced but even with ballooning, this stent also got caught in the calcium and was deformed. The procedure was aborted and the patient did not get a stent.